Manufacturer narrative:
(B)(6). The access accutni+3 reagent was not returned for evaluation. A beckman coulter (bci) field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance. The fse discovered that the substrate tubing had a crimp in it and the aspirate probe tubing had not been routed corrected. The fse replaced all tubing and ensured proper routing. In addition, the wash valve rotor appeared to be loose so the fse also replaced this part to ensure proper instrument performance. It was also noted that the customer did not use clean aspirate probe brushes to clean the probes. This can lead to particles remaining in the probes. Although hardware issues and use error issues were noted in this event, a definitive cause could not be determined as the sole contributor. In conclusion, the exact cause of this event could not be determined.

Event description:
The customer contacted beckman coulter (bci) to report obtaining an erroneously elevated troponin I (access accutni+3) result for one (1) patient's sample on the laboratory's access 2 portion of the unicel dxc 600i synchron clinical chemistry system serial number (B)(4). The initial result was above the normal reference range of the access accutni+3 assay. The physician questioned this result so the sample was reanalyzed on the laboratory's alternate access 2 immunoassay system (serial number not supplied). A lower result within the assay's normal reference range was obtained and a corrected report was issued. There was a change in patient care/management as the patient was administered heparin due to the initial elevated access accutni+3 result obtained. Quality control (qc) for the access accutni+3 assay were operating within the laboratory's established ranges prior to the event. However, the qc failed after the event but returned to within range upon reanalysis. System check washed %cv parameters failed after the event with a %cv of 26% (specifications are <12.00%). There were no reports of issues with other assays or other patient results in conjunction with this event. The patient's sample was collected in a lithium heparin plasma tube with a gel separator. Centrifugation information such as time and speed were not supplied. There were no issues reported with either sample integrity or handling in conjunction with this event. A bci field service engineer (fse) was dispatched to the customer's laboratory to assess instrument performance.